Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge and boot. The receiver download log did not show any issues related to customer complaint. The complaint was not confirmed because the receiver has no issues related to the customer complaint. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will charge or boot. The receiver is perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download finding related to complaint in receiver download: the receiver was shut down due to low battery. A root cause could not be determined.